Event description:
It was reported that shortly after implant, a hematoma appeared in the surgical pocket. It was also reported that the patient had deterioration of their renal function. Patient's hospitalization was prolonged and drug treatment was modified (ace inhibitor was suspended); renal function improvement was observed. The patient is a participant in the advance iii study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.